Event description:
Clinical study.the pt was enrolled in the program in 2004. Target lesion 1 was identified in the mid rca with 99% stenosis and a 3.3 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 16 mm taxus stent. Residual stenosis was 0%. It was recommended that the pt's lad disease and decreased lv function be managed medically. The pt's creatinine was slightly elevated at 1.4 but was stable throughout their stay. The pt was discharged 2 days later on plavix and asa. The pt expired suddenly at 11:30 pm 4 days later. No further info is known. Death certificate notes the immediate cause of death as 'sudden death syndrome'. An autopsy was not performed.